Event description:
The customer reported that the "switch of the shaver handpiece may be stiff." There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for evaluation. An investigation of the device found that the on/off button did not operate. Further investigation found the handpiece to start and stop on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. No injuries are associated with this failure mode.